Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device does not recognize the attached internal paddles and the device indicated a button was stuck. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing using test accessories without duplicating the report. The defib cable receptacle was replaced and a new multifunction cable and CPR adapter were returned with the device as precaution. The device was recertified and returned to the customer. The accessories used at the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.